Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a partial display. The customer¿s blood glucose level was 74mg/dl at the time of the incident. The customer reported that he is having a bit of a problem with her pump. Customer stated that she woke up this morning to a blank screen and now she can only see the bottom part of the screen only when she pushes the esc button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.